Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handle fell off during bone preparation. Tka case.

Event description:
Mics handle fell off during bone preparation. Tka case.

Manufacturer narrative:
"Reported event: it was reported that the handpiece screw was loose. Issue was noticed immediately after initial bone cut. Case, therefor there was less than 15 minutes case delay and no patient harm. Device history review: device history records indicate (B)(4) devices were manufactured under lot k08bv and (B)(4) including 4201062 were accepted into final stock on 9/15/2016. A review of qt16-09-0053 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k08bv, p/n 209063 shows no other complaint related to the failure in this investigation. Material inspection material analysis was not completed because functional inspection clearly showed failure. Visual inspection visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: the handpiece motor and electronics function as intended. Conclusions: the screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) and CAPA (B)(4) are associated with the failure mode reported in this event."